Event description:
It was reported the programmer is stuck on the opening screen. The hour glass does not go away (frozen). It was also reported the power cord is cut. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event concerning the programmer being stuck on the opening screen. Pin reconfiguration was completed and software was reloaded as a preventative. It was also noted that the programmer analog connector was out of specification and will not receive a connecting cable connector, the power cord door was damaged, the keyboard was damaged near the escape key, the external insulation was cut on the power cord, and the left keyboard hinge was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf head; product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.